Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Imc logs from the reported occurrence date revealed that the console issued purge disc not detected alarm several times. The console was tested after arriving. The issue with the automated impella controller (aic) not being able to detect the purge disc was reproduced, and the purge flag was found to be broken. The root cause of the issue was a broken purge flag.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient of unknown gender and age was undergoing cardiac surgery was implanted with an impella pump device for mechanical circulatory support. When starting the case the automated impella controller (aic) could not detect the purge disk. Several attempts were made unsuccessfully. The aic was swapped mid case for a loaner. There was no patient harm.